Manufacturer narrative:
Analysis summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. The endoleak appeared to be primarily coming from just below the junction of the contra gate and the right/contra limb, with possible contrast also seen on the right side of the bifurcate near the level of the flow divider. A type iiia junctional endoleak seems less likely as there looked to be sufficient component overlap across the gate. The endoleak appeared to be in a location where the components were transitioning from 2 overlapping layers, to a single fabric layer just below the contra gate. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 12-may-2021, UDI#: (B)(4); product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 05-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured 59mm abdominal aortic aneurysm. The patient was coding prior to the procedure commencing. It was reported during the index procedure after the stent graft system was implanted, a final angiogram demonstrated a type iii endoleak in the right limb at the junction. It was reported that the limb involved cannot be identified, and the type iii subtype cannot be determined due to the rupture situation. It was then reported the patient expired during the procedure. Per the physician the cause of the endoleak is undetermined, the cause of death was related to the pre-op rupture and was not related to the endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.